Event description:
The micro sagittal saw was sent for service and it overheated and ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The overheating described was attributed to the damaged bearings and corroded sockets which were identified as the probable cause of the device running on its own without activation during performance testing.